Event description:
It was reported that during surgery, the universal oscillating saw attachment was not oscillating on the bone. There was no report of patient injury associated with the event. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.